Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
(B) (4) crm received information that the (B) (4) sales representative was not able to obtain an impedance measurement from the right atrial (ra) lead. Once the device was programmed to doo, atrial impedance measurements were obtained. Two weeks later, additional information was received that the physician chose to explant the ra lead due to poor position and loss of atrial sensing and capture. The lead was discarded and a new lead was successfully implanted.